Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device had moved and the patient noticed thursday, (B)(6) 2016, it was sticking out. It was very tender and it was hurting on the patient's lower back and it was slipping. The patient and her husband were having intercourse yesterday, (B)(6) 2016, and the pain was excruciating and it was hurting so much ever since that she could not even touch it. There was no trauma or fall or unrelated medical procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.